Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026. The site of detachment was between the tube and the reservoir. The insertion site was the right thigh. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.